Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box was reviewed and showed multiple manual time and date changes. The dates in the total daily dose history were found to be incongruent due to the manual date changes. A timekeeping accuracy test was performed and the pump maintained time accurately during the five day duration test. However, when the pump was without power for one hour, the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the printed circuit board was leaking.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue: over the last month, the pump randomly changes time, and once was off by two hours. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.